Manufacturer narrative:
(B)(4) - results: (gi bleed).

Event description:
Three endeavor sprint rapid exchange (rx) drug eluting stents were implanted; two in the mid rca and one in the right pda. At one month and six month f/u's, pt was asymptomatic / free of symptoms. It is reported that the pt suffered a gastrointestinal (gi) bleed approx 10 months post index procedure. It is reported that plavix was stopped for five days and the pt was put on flomax. Pt was taking aspirin and clopidogrel 24 hrs before the event. It is reported that the pt recovered with treatment. Investigator has indicated that the event was not related to either the study device or the study procedure. At 1 yr and 1.5 yr f/u's pt was asymptomatic / free of symptoms. (Ref MFR# 2953200-2011-00423 and 2953200-2011-424).